Event description:
It was reported that the syringe ambulatory infusion pump alarmed "low cartridge" before the patient was due for a cartridge change. The patient confirmed the syringe volume and pump rate were correct. Patient confirmed that the syringe had no medication left in the pump. Patient was able to switch to backup pump with no interruption in therapy. No injury was reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. It was noted that the printed wire assembly (pwa) board was corrupted. This caused the device to alarm before actual change was due. The pwa board was replaced. Based on the evidence, the complaint was confirmed.

Event description:
It was reported that the syringe ambulatory infusion pump alarmed "low cartridge" before the patient was due for a cartridge change. The patient confirmed the syringe volume and pump rate were correct. Patient confirmed that the syringe had no medication left in the pump. Patient was able to switch to backup pump with no interruption in therapy. No injury was reported. Additional information was received indicating the patient did not have any recent dosing changes and that the patient had no alarm conditions or alerts occur during the loading process. No adverse patient effects were reported.